Event description:
A siemens healthcare diagnostics inc. Technical support technician reported that the customer was operating the advia 2120 with dual aspirate autosampler instrument by by-passing the selector valve and running patient samples straight into the shear valve. It is unknown if the clot filter was in place when the selector valve was by-passed. This was happening on the nigh shift only to reduce the number of aspiration failures. They reverted the system back to the recommended configuration for the day shift. Quality control material was always within specifications. Patient results were reported to physicians, who have not questioned any of the results. There are no known reports of patient intervention or adverse health consequences due to the customer by-passing the selector valve on the advia 2120 with dual aspirate autosampler instrument.

Manufacturer narrative:
The siemens healthcare diagnostics inc. (Siemens) technical support technician informed the customer that they were not operating the advia 2120 with dual aspirate autosampler instrument in a configuration recommended by siemens. The cause of the event is user error. The instrument is performing according to specifications. No further evaluation of this device is required.